Manufacturer narrative:
An event of difficulty retracting the device and a small kink in the proximal end of the sheath was reported. The kink in the sheath was confirmed and there was damage to the sheath consistent with difficulty retracting the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2020, a 28mm amplatzer amulet was selected for implant with a 14f amulet sheath. During the procedure when deploying the device, it was observed that the 14f amulet had a small kink at the proximal end of the sheath. The device did pass through successfully and deployed in left atrial appendage (laa), but the position was not ideal. The physician tried to retrieve into the sheath, but the device could not be retrieved due to the kink in the sheath. After several attempts, the physician tried to advance the sheath over the amulet device in that the hope the device would collapse into the sheath. Again this was not successful. With a lot of force part of the device was retrieved into the sheath, pulled through the atrial septum and out of the body. The patient was accessed for any issues with the septum and cardiac perfusion, in which none were found. A surgical ligation or a different device may be implanted for the future management of the defect.